Manufacturer narrative:
B5 was updated and corrected accordingly to include new information that both atrial and rv lead also showed insulation anomalies and event details.

Event description:
It was reported that the patient presented to the clinic for follow-up on (B)(6) 2025, due to the patient's pacemaker, rv lead, and atrial lead exhibited noise that resulted in oversensing with insulation anomalies. Since 2023, the atrial and right ventricular (rv) leads also exhibited low pacing impedances which were already reprogrammed to unipolar sensing and pacing in 2023. On (B)(6) 2025, the pacemaker, atrial lead, and rv lead were explanted and replaced on (B)(6) 2025. The patient was stable throughout.

Manufacturer narrative:
The reported events of noise, low pacing lead impedance and insulation damage were confirmed. As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures however an internal short was noted between conductor paths. Destructive analysis found damaged inner insulation at the suture sleeve tie impression region consistent with over tighten suture tie. The cause of the reported events was isolated to the damaged inner insulation consistent with over tightened suture tie.

Event description:
It was reported that the patient presented to the clinic for follow-up. Since 2023, the atrial and right ventricular (rv) leads had exhibited noise and were reprogrammed to unipolar sensing and pacing. On (B)(6) 2025, both rv lead and atrial lead exhibited noise that resulted in oversensing and also exhibited low pacing impedances. The atrial lead and rv lead were explanted and replaced on (B)(6) 2025. The patient was stable throughout.

Manufacturer narrative:
The event date jan 1, 2023 is an estimated date and further information was requested but not yet received.